Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the keypad. Customer stated they were unable to bolus due to the keypad anomaly. Customer also reported they were unable to rewind the insulin pump and a button error alarm occurred when the battery was replaced. Customer's blood glucose was 104 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.